Event description:
It was reported that the patient had a ¿fusion¿ in their neck. The patient stated that they were prescribed an external magnetic field bone growth stimulator for their neck. The patient stated that the healthcare professional (hcp) and manufacturer representative stated it was fine to use as long as the implantable neurostimulator (ins) was off. The patient stated that they used their bone growth stimulation one night prior to report for the first time and stated that they could ¿feel it going down to the feet.¿ the patient stated the ins was implanted for the feet. It was noted that ¿it¿ stopped when it was done and after about 5-10 minutes they could not feel it. The patient stated that it was not bothering them and it was not painful or annoying. The patient stated the bone growth stimulation runs for 30 minutes. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).